Event description:
One patient sample with discrepant hcg results. Sample was initially run with dilution giving < 50.00 mlu/ml. This result was reported and was questioned by the facility. The sample was repeated straight (without dilution) giving 101.3 mlu/ml. Patent treatment was not affected by the initial result reported. Although a specific root cause was not determined, the field service representative noted that he observed and verified proper analyzer operation during performance of service checks and performance tests which were within specification.